Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due an infection. There are no plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient's infection was treated with oral antibiotics (date not reported) and a skin flap revision was performed to repair an extrusion of the implant. This report is submitted on march 16, 2017.